Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. The customer stated that the current sensor reading was 64 mg/dl and her blood glucose was 233 mg/dl. During troubleshooting, the customer reported that she had high blood glucose of 411 mg/dl which she treated with insulin and low blood glucose of 46 mg/dl which she treated with drink. The customer was advised about the recommended insertion and calibration process. The customer declined troubleshooting for high and low blood glucose. The insulin pump was not replaced or returned for analysis.